Event description:
The customer stated that he was hospitalized for high blood glucose. No blood glucose reading was reported. The customer stated that he was getting no delivery alarms and was vomiting the night prior to the hospitalization. The customer stated that he was too sick to deal with the alarms, so he just ignored them. The customer stated that he never tests his blood glucose levels. Troubleshooting was performed and the insulin pump passed the prime and high pressure tests. Advised the customer on the importance of checking his blood glucose levels.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.